Event description:
The technician opened the lens tray of an aq2010v silicone three-pice lens and it was noted that one haptic bent. The lens was not used and there was no pt contact. The reporter stated it was felt that the lens was defective.